Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MFR report number 2032227-2011-00245.

Event description:
It was reported that the customer passed away after being hospitalized several times for low blood glucose levels. The father agreed to return the customer's supplies. Nothing further was reported.